Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 145.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned smart coil revealed the introducer sheath was loaded backwards. If the introducer sheath is loaded backwards and the friction lock is seated on the pusher assembly mid-joint, resistance may be encountered during advancement. During functional testing, resistance was experienced while attempting to advance the pusher assembly through its introducer sheath from its returned position. The introducer sheath was removed and seated correctly. The smart coil was then able to be advanced out of its introducer sheath and through a demonstration microcatheter without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance and was unable to advance a smart coil within its introducer sheath and therefore, it was removed. The procedure was completed using new smart coils and other coils with the same microcatheter. There was no report of an adverse effect to the patient.